Event description:
It was reported that there was no water in syringe of the tray upon opening the package.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. The evaluation found plastic debris from the plunger stuck or trapped in between gasket and inner wall of the barrel. This caused void or channel and watered leak out. There is a possibility that this defect was created during molding or syringe manufacturing process at supplier side. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[shape configuration and principles] bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no water in syringe of the tray upon opening the package.